Manufacturer narrative:
(B)(4). This is 1 of 3 reports of inaccurate values that led to a serious adverse event. Related records (B)(4) (not reportable) and (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. This incident occurred approximately one week after the second hospitalization event, around (B)(6) 2025. According to the patient, the same thing happened, and he declined to provide specific details. He stated that the cgm readings were about 150 mg/dl off compared to the blood glucose meter readings. The patient does not recall experiencing any symptoms before passing out and is unsure how long the episode lasted. No physical injuries were sustained during the episode. The patient¿s wife called an ambulance, and he was transported to the emergency room. The patient does not remember any details regarding blood glucose or cgm readings, or any medications administered by paramedics or in the emergency room. He does not recall the diagnosis but reported feeling fine after less than 24 hours of hospitalization. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 150 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 12/23/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 150 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).